Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00193.

Event description:
It was reported that a revision surgery was performed to address a locking cap that broke and loosened and screw that loosened post-operatively. The patient described having a box fall on her, which is believed to have caused the loosening. The locking cap and screw were removed and replaced with an alternative screw and locking cap during the revision. This is report two of two for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the returned screw was examined. Visual inspection revealed no signs of obvious damage. The x-rays were reviewed and it was inconclusive whether the screw had loosened per the x-ray. Based on alleged failure, the screw likely loosened due to the falling boxes. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a revision surgery was performed to address a locking cap that broke and loosened and screw that loosened post-operatively. The patient described having a box fall on her, which is believed to have caused the loosening. The locking cap and screw were removed and replaced with an alternative screw and locking cap during the revision. This is report two of two for this event.